Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: (B)(6), 300-01-13 - equinoxe, humeral stem primary, press fit 13mm, (B)(6), 320-10-15 - humeral tray +15mm, (B)(6), 320-20-00 - eq reverse torque defining screw kit.

Event description:
As reported, approximately 2 months and 18 days post the initial reverse total shoulder arthroplasty, and approximately 4 weeks and 1 day post the first revision surgery, the patient underwent a second revision of the humeral component due to unknown reasons. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, c, d the reason for the revision reported cannot be confirmed from the information provided but may be due to wear, loosening, infection, fracture, instability, dislocation, rotator cuff tear, and/or patient related factors. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.